Event description:
Pt implanted on an unk date returned for routine surgeon six month follow up complaining of pain. An x-ray showed a broken implant of the veptr I hardware. Pt was returned to operating room on (B)(6) 2012 and the broken hardware was removed. Pt was revised to new veptr ii hardware. Surgeon noted pt is an active (B)(6) and returns for veptr treatment every six months. This is one of three reports for this event.

Manufacturer narrative:
The raw material and device history records were reviewed and no nonconformities were found. The device was received with post-mfg damage consisting of two ears of the channel broken off, multiple deep gouges and anodize removal in multiple locations all around the interior and exterior surfaces. All features were measured and were found to meet specification.